Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that an electrical safety test failure occurred. Bench repair is currently pending. Device evaluation and repair are pending.

Manufacturer narrative:
The bse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.